Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment; however, the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment; however, the stent struts were lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: promus premier ous mr 24 x 2.50 mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.